Manufacturer narrative:
Product name: actual ostomy product is unknown. The end user could only provide: pre-cut 20.25mm wafer - ref number unknown. 510(k) number: exempt. Product code: exe. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the wafer stoma opening was off centered in an unknown quantity of wafers from unknown quantity of market units. Reportedly, he experienced decrease in wear time. No photo is available at this time.